Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered the basal rate settings as 1.7 units per hour instead of 1.07 units per hour. Reportedly, blood glucose (bg) level decreased to 40 (mg/dl). To treat the low bg, the customer was given glucose tablets by the nurse practitioner, and received assistance in adjusting to the accurate basal rate settings. At the time of the reported event, bg level increased to target range, and the customer had resumed insulin therapy.